Event description:
Brazil. Allegedly, a patient who underwent a breast surgery augmentation on (B)(6) 2020 had an ultrasound on (B)(6) 2025 that reveals a rupture on her left breast (sn: (B)(6)).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture.